Manufacturer narrative:
Due to further investigation, the evaluation was updated. See updated evaluation below. The actual device was returned for evaluation. Reliability engineering evaluated the device. Visual and functional assessments were performed and the device made an unusual noise and overheated. It was determined that these issues were due to worn out motor from excessive force. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that the device overheating was most likely due to bad motor. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was overheating. There were no delays to the surgical procedure as a spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.